Event description:
Spontaneous report, local reference # (B)(4). Quality complaint reference :# (B)(4). Initial information received on 03-aug-2018 via dealer (B)(4); forward to septodont on the same day. On an unspecified date, a patient (gender, age, medical history, intention for dental treatment not specified), was receiving a block with suspect device septoject xl 27g long (batch # f07152aa; expiration date: feb-2023). The suspect septoject xl reported broke at the hub, ultimately leaving the needle inside the patient. The reporting dental office is currently working on getting the needle removed. Additional information is currently being sought by the dealer at the time of this initial report. Causality assessment on 24/08/2018 on initial information received on 03-aug-2018: seriousness: serious (reported incident considered other medically important condition and required intervention to prevent permanent impairment/damage (devices). Expectedness: foreign body in gastrointestinal tract: unexpected us/(B)(4). Device breakage: expected us/(B)(4); causality: latency. Recognized association. Analysis. This case reported that the suspect device septoject xl broke at the hub, leaving the needle inside the patient mouth. No information is provided regarding the method used for the block anesthesia (site, upper or lower maxillary, etc.). The needle breakage might be a consequence of a product mishandling (important pressure, movement, inadequate size of needle), the other reason might be a product defect investigation on this batch are ongoing. The presence of broken part of the needle inside the patient's mouth is a consequence of this breakage. This case is deemed unassessable due to lack of information. Dechallenge -na. Rechallenge - na. Concluded causality who: unassessable.

Event description:
Follow-up information was received on(B)(6)2018 from quality department with investigation results. As of (B)(6)2018, dealer has not yet received samples from reporting dental office. Additional information received regarding results of quality investigation: this is the first complaint received for the needle cannula batch concerned and for the suspect device batch. No abnormality that could have an impact on product quality was recorded during the manufacturing of the suspect device batch. No defect related to the needle was observed during testing of reserve samples of the suspect device batch. In the absence of the needle in question and in the absence of defect detected during our tests, the root cause of the reported incident could not be determined. Considering investigation results and the description of the incident, the potential cause of misuse by the practitioner cannot be set aside or validated: bending of the needle, pressure during injection exerting high force onto the cannula, sudden movement during injection. Moreover it might be that needle insertion to hub may had led the need for the needle fragment be retrieved surgically. It is recommended that the practitioner observe the device instruction for use again on the proper use of the device. Follow-up information received (B)(6)2018: quality investigation results received. Causality assessment re-evaluated on (B)(6)2018 on additional information received on (B)(6)2018: c. Causality c) analysis - the needle breakage might be a consequence of a product mishandling (important pressure, movement, inadequate size of needle), the other reason might be a product defect investigation but the quality investigation has excluded it. Concluded causality who: unassessable.

Manufacturer narrative:
Manufacturer's preliminary analysis: the cannula batch used by the needle fabricator to manufacture this batch of needles was delivered to us with a certificate of compliance with the iso 9626 standard "stainless steel needle tubing for the manufacture of medical devices - requirements and test methods". The stiffness and breakage tests performed by our supplier for this batch of cannulas comply with the requirements of the iso 9626 standard. It is the first complaint received on (B)(4) cannulae assembled from this batch of cannulae and 43,000 needles from this assembly batch. Results of manufacturer's final investigation: no abnormality on this needle batch relating to this issue were recorded on the production/inspection records and the databases. Breakage tests performed by needle fabricator on our reserve samples according to iso 9626 dd. October 2016 do not evidence any abnormality (no trace of breakage). Other tests performed by needle fabricator with a dynamometer on our reserve samples - in order to measure the force required to break the cannula - did not evidence any defect (breakage values higher than 22 newtons, the value defined by needle fabricator as an acceptance criterion, as no standard defines the minimum force of breakage of the cannula). A misuse of the needle may cause the needle to break, i.e. Bending of the needle, too strong a pressure during injection exerting force onto the cannula, sudden movement during injection. Moreover it might be that the needle fragment was not easily withdrawn from the mouth if the needle was too inserted in the tissues before breaking. No abnormality that could have an impact on the quality product was recorded during manufacturing of this batch. In the absence of the needle in question and in the absence of defect detected during our tests, the root cause of the reported incident could not be determined. Considering our investigation and the description of the incident, the potential cause of misuse by the practitioner cannot be set aside or validated: bending of the needle, pressure during injection exerting high force onto the cannula, sudden movement during injection. Moreover it might be that a needle insertion to hub caused the needle fragment to be retrieved surgically. We recommend making the practitioner aware again of the good use of the product.

Event description:
Follow-up information was received on 10-aug-2018 and 31-aug-2018 from dealer. Initial information and follow-up information received are integrated in the below case narrative. On (B)(6) 2018, a male patient aged 27 years, was receiving a upper block with suspect device septoject xl 27g long (batch # f07152aa; expiration date: feb-2023) for scaling and root planing. The suspect septoject xl reported broke at the hub, ultimately leaving the needle inside the patient's mouth. The reporting dental office has always used "these types of needles with no issues". On (B)(6) 2018, the patient was scheduled to return to the dental office in attempt to remove the needle. Outcome of this follow-up visit was not specified. On (B)(6) 2018, the patient visited an oral surgeon; the device fragment was removed successfully. As of (B)(6) 2018, the patient is doing well. Quality investigation is ongoing; dealer has not yet received samples from reporting dental office. Follow-up information received on 10-aug-2018: patient demographics, event date, medical history, scheduled dental visit date, reporter information and patient's reaction outcome status were updated by dealer; follow-up information received on 31-aug-2018: patient outcome, additional details on the follow-up treatments received by patient and sample status were provided by dealer. Causality assessment re-evaluated on 05-sep-2018 with additional information received on 10-aug-2018 and 31-aug-2018: no change in the initial causality assessment performed on 24-aug-2018. Concluded causality who: unassessable